Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as onset, the pt was hospitalized for the event. The pt was treated with imipenem (500 mg, then 400 mg, 4 times/day), ceftazidime (1 gram, then 250 mg 4 times/day) and gentamycin (80 mg 4 times/day). The cause of peritonitis was unknown. At the time of the event, the dosage of dianeal therapy was maintained. The pt was discharged from the hospital after sixteen days and has recovered from this peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.